Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device. However, the type of the material or root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign material in the forceps elevator, connecting tube, right / left, and up / down knobs. There was no patient involvement.

Manufacturer narrative:
Updated field(s): g1; h4. This supplemental report is being submitted due to additional information received. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.